Event description:
The device was used to adminster at least 2 shocks to a pt. Allegedly, the defibrillator failed to charge on subsequent defibrillation attempts. A backup defibrillator was immediately available and used with no other problems reported. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the immediate availability and use of a backup defibrillator.